Event description:
The customer reported the 840 ventilator had a blank screen. There was no pt involvement. Covidien replaced the graphical user interface (gui) pcb. The ventilator passed all testing.